Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. There was no allegation of a product malfunction.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the last fill solution bag, however, reused the remaining solution bags and cassette. A batch review was performed on the associated lot with no issues noted. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The home patient (hp) returned the call made by product surveillance regarding the reported event. The home patient (hp) also reported that on (B)(6) 2011, he had an unknown alarm that he resolved by changing the 7.5% bag on the final line only. The hp reused the same cassette. The hp was advised that he should start over with new supplies whenever any of the bags are disconnected to avoid contamination. The hp understood. The hp stated he was able to continue therapy and did not have any further issues. There was no patient injury or medical intervention reported.